Manufacturer narrative:
The report event of lead fracture was confirmed. As received, microscopic and x-ray, performed an inspection showed the returned lead (b) found several wires being broken at distal electrode. The cause of the report event is consistent with damage during use.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-00448 it was reported that both patients leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue.